Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, defibrillation cycling, and pacing testing without duplicating the report. An internal inspection of the device found no discrepancies. No clinical file from the event was available to review. A review of the device log shows coupling related advisories associated to one or more leads suggesting the electrode pads may have not been positioned or firmly coupled to the patient. The multifunction cable and pads used during the event were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.